Event description:
It was reported that this right ventricular (rv) lead had dislodged. Technical services reviewed the presenting electrogram and advised there may be oversensing of the atrial channel. The health care professional (hcp) provided they were worried that the rv lead had pulled back into the atrium and was at risk of delivering shocks due to atrial fibrillation. The hcp had already reported a lot of undesirable rv pacing was provided. The hcp turned tachy therapy off. Additional information provided high capture thresholds were also observed on this rv lead. Subsequently, the physician performed a revision procedure. This rv lead was repositioned, and better outputs were exhibited. The procedure was completed. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead had dislodged. Technical services reviewed the presenting electrogram and advised there may be oversensing of the atrial channel. The health care professional (hcp) provided they were worried that the rv lead had pulled back into the atrium and was at risk of delivering shocks due to atrial fibrillation. The hcp had already reported a lot of undesirable rv pacing was provided. The hcp turned tachy therapy off. Additional information has been requested but not provided at this time. This rv lead remains in service. No adverse patient effects were reported.